Manufacturer narrative:
This device was returned to mmdg and investigated. Mmdg could find no failures during the investigation. No indication of the complaint occurence could be found in the pump log. This complaint occurred while the device was in use with a pediatric patient. While no harm or adverse effect to the patient was reported mmdg considers all instances of overrun with a pediatric patient reportable.

Event description:
The initial reporter stated that the pump "delivered all of the formula and then delivered air." Mmdg did follow up with the initial reporter and they stated that the patient did not experience any adverse events and was doing fine after the event. (B)(4).